Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer stated that his blood glucose was not going under 400 mg/dl. Customer take a treatment of insulin and they were able to get it to deliver a bolus and her blood glucose were going down. Customer stated that the cannula was bent. Customer was assisted with troubleshooting of cannula bent. The insulin pump will not be returned for analysis.